Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each other lot number is as follows: medical device lot #: 7172561, medical device expiration date: 06/30/2018, device manufacture date: 06/21/2017, medical device lot #: 7153850, medical device expiration date: 05/31/2018, device manufacture date: 06/02/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation. No report of serious injury or medical intervention.